Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Technical services (ts) referred the patient to their physician for further evaluation. No additional adverse patient effects were reported. This device remains in service.